Event description:
A surgeon originally reported that about fifteen of her pts had to have early yag capsulotomy due to hazing on the anterior surface of the lens following intraocular lens (iol) implant surgery. Some cases were worse than others, and all occurred within the past four months. The pts were noted to be doing well postoperatively. Medical records were received from the surgeon for nine pts. For this pt, medical records from the first postoperative day only were received which showed the pt doing well. There are twelve medical device reports associated with this event. The MDR for the four remaining unk pts was filed under MFR report number 1119421-2012-01555. This file is for the seventh pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. Medical records were received on (B)(4) 2013. The surgeon was unwilling to complete the questionnaire. (B)(4).